Event description:
During follow up of an unrelated complaint on (B)(6) 2012, the home patient (hp) stated they felt that their cycler had overfilled them. The hp said that one night the cycler had filled them with over 2800ml. The hp said he woke because he was in pain. The hp then reported that it had caused his peritoneum to "pop" and he was on hemodialysis for a time. The hp said that he does not mind baxter contacting himself or his nurse regarding follow up on this issue. No additional information provided. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the home patient's (hp) report of overfill and that it "popped" his peritoneal membrane. The pdrn stated that he had recently called the clinic and reported an increased drain volume of 3800ml. His prescribed fill volume is 2000ml. These volumes meet increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The pdrn stated that the hp reported being informed to not use his current machine as it may cause his peritoneum to pop and to use manuals until a new machine arrives. The pdrn stated that the hp became very nervous about the possibility of a peritoneal rupture, but that this hp has not experienced a peritoneal rupture or leak. At the time of the overfill event the hp had no symptoms of a peritoneal leak and no medical intervention was needed or serious injury reported.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported issue of an increased intra-peritoneal volume (iipv) was confirmed over the phone; however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.